Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-52 alarm was identified on pump during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged cpu board. The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-52 alarm (master cpu received a swi interrupt). This occurred prior to use, so there was no patient involvement. No additional information is available.